Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" message with the adc device, and therefore sensor readings could not be obtained. The customer developed symptom of stomach ache, and was taken to hospital. A blood glucose of "high than" 600 mg/dl was reported, taken from unspecified device. The customer was treated with insulin (dose/type unknown) and serum by healthcare professional. There was no report of death or permanent injury associated with this event.